Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. The cause was unknown.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v305208, ubd: 17-nov-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the left deep brain stimulation (dbs) system was found to have low impedance values during programming on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018 and on (B)(6) 2018; there was no clinical correlation. The actions/interventions taken to resolve the event included reprogramming the device on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, and on (B)(6) 2018. The etiology was noted as related to the device/therapy and not related to the implant procedure; the lead was noted. The event was noted to be ongoing at the time of this report. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the outcome was now unresolved with no further action planned.